Event description:
Spontaneous report from (B)(6), local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial non-serious case report was received on 27-jul-2022 from dentist via local pv office to dealer by email. Follow-up #1 was received on 29-jul-2022 with additional information from the dentist. All information's were processed together. This case described accidental needle stick with suspected device henry schein disposable dental needles 30ga xshort in a female dental assistant in her 20's. It was reported that while attempting to remove the needle from the syringe after the filling procedure in a patient, the dental assistant suffered a needlestick injury from the contaminated needle leading to hospitalization. The cap on the needle no longer firmly latches onto the needle and the caps pops off causing accidental uncapping of the needle and thereby needle stick injury. The dentist reported that there's very poor retention once the cap is put on the needle, so the cap does not engage tightly with the neck of the needle anymore and when it comes time to unscrewing the needle, the cap comes off when the needle is still on the syringe. It was reported that the needle was not bent before injection. Information on the batch: #f10653aa, expiry date: 31-jul-2026. At the time of this report, the patient's outcome was recovered. She was fine and came back to work on the same day after visiting the hospital. This case was considered serious by the company with seriousness criteria "hospitalization and required intervention to prevent permanent damage" for pt "accidental needle stick and exposure to contaminated device". Fup #1: received additional information regarding patient details, description of event and patient outcome. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick. It appears that the dental assistant got stuck when unscrewing the needle and cap came off. There was no information on the way she had performed the recapping procedure . However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause seems to be the use error of the operator. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Event description:
Spontaneous report, from ca local reference #: (B)(4). Quality complaint was opened: reference #:(B)(4). This initial non-serious case report was received on (B)(6). 2022 from dentist via local pv office to dealer by email. (B)(6). This case described accidental needle stick with suspected device henry schein disposable dental needles 30ga x-short in a female dental assistant in her 20s with unspecified medical history. It was reported that while attempting to remove the needle from the syringe after the filling procedure in a 30-year-old female patient (with no known allergies and no relevant past medical history), the dental assistant suffered a needlestick injury from the needle contaminated with blood. The cap on the needle no longer firmly latches onto the needle and the caps pops off causing accidental uncapping of the needle and thereby needle stick injury. The dentist reported that there's very poor retention once the cap is put on the needle, so the cap does not engage tightly with the neck of the needle anymore and when it comes time to unscrewing the needle, the cap comes off when the needle is still on the syringe. It was reported that the needle was not bent before injection it was reported that the dental assistant went to the hospital for bloodwork and all test results came back negative. Information on the batch: #f10653aa, expiry date: 31-jul-2026. At the time of this report, the patient's outcome was recovered. She was fine and came back to work on the same day after visiting the hospital. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick and exposure to contaminated device". Fup #1: received additional information regarding patient details, description of event and patient outcome fup #2: received additional information regarding description of event and medical history of the patient being treated with la. Fup #3: received additional information regarding tests. Fup #4: received interim qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick. It appears that the dental assistant got stuck when unscrewing the needle and cap came off. There was no information on the way she had performed the recapping procedure . However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause seems to be the use error of the operator. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Event description:
Spontaneous report, from ca. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial non-serious case report was received on 27-jul-2022 from dentist via local pv office to dealer by email. Follow-up #1 was received on 29-jul-2022 with additional information from the dentist. Follow-up #2 was received on 11-aug-2022 with additional information from the dealer. Follow-up #3 was received on 12-aug-2022 with additional information from the dealer. Follow-up #4 was received on 29-nov-2022 from the quality department. Follow-up #5 was received on 16-dec-2022 from the quality department. All information's were processed together. This case described accidental needle stick with suspected device henry schein disposable dental needles 30ga x-short in a female dental assistant in her 20s with unspecified medical history. It was reported that while attempting to remove the needle from the syringe after the filling procedure in a 30-year-old female patient (with no known allergies and no relevant past medical history), the dental assistant suffered a needlestick injury from the needle contaminated with blood. The cap on the needle no longer firmly latches onto the needle and the caps pops off causing accidental uncapping of the needle and thereby needle stick injury. The dentist reported that there's very poor retention once the cap is put on the needle, so the cap does not engage tightly with the neck of the needle anymore and when it comes time to unscrewing the needle, the cap comes off when the needle is still on the syringe. It was reported that the needle was not bent before injection. It was reported that the dental assistant went to the hospital for bloodwork and all test results came back negative. Information on the batch: #f10653aa, expiry date: 31-jul-2026. At the time of this report, the patient's outcome was recovered. She was fine and came back to work on the same day after visiting the hospital. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick and exposure to contaminated device". Fup #1: received additional information regarding patient details, description of event and patient outcome. Fup #2: received additional information regarding description of event and medical history of the patient being treated with la. Fup #3: received additional information regarding tests. Fup #4: received interim qir from the quality department. Fup #5: received final qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick. It appears that the dental assistant got stuck when unscrewing the needle and cap came off. There was no information on the way she had performed the recapping procedure . However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause seems to be the use error of the operator. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Event description:
Spontaneous report, from ca. Local reference#: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial non-serious case report was received on 27-jul-2022 from dentist via local pv office to dealer by email. Follow-up #1 was received on 29-jul-2022 with additional information from the dentist. Follow-up #2 was received on 11-aug-2022 with additional information from the dealer. Follow-up #3 was received on 12-aug-2022 with additional information from the dealer. All information's were processed together. This case described accidental needle stick with suspected device henry schein disposable dental needles 30ga x-short in a female dental assistant in her 20s with unspecified medical history. It was reported that while attempting to remove the needle from the syringe after the filling procedure in a 30-year-old female patient (with no known allergies and no relevant past medical history), the dental assistant suffered a needlestick injury from the needle contaminated with blood. The cap on the needle no longer firmly latches onto the needle and the caps pops off causing accidental uncapping of the needle and thereby needle stick injury. The dentist reported that there's very poor retention once the cap is put on the needle, so the cap does not engage tightly with the neck of the needle anymore and when it comes time to unscrewing the needle, the cap comes off when the needle is still on the syringe. It was reported that the needle was not bent before injection. It was reported that the dental assistant went to the hospital for bloodwork and all test results came back negative. Information on the batch#: f10653aa, expiry date: 31-jul-2026. At the time of this report, the patient's outcome was recovered. She was fine and came back to work on the same day after visiting the hospital. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick and exposure to contaminated device". Fup #1: received additional information regarding patient details, description of event and patient outcome fup #2: received additional information regarding description of event and medical history of the patient being treated with la. Fup #3: received additional information regarding tests. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick. It appears that the dental assistant got stuck when unscrewing the needle and cap came off. There was no information on the way she had performed the recapping procedure . However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause seems to be the use error of the operator. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Manufacturer narrative:
Manufacturer's final comments: the tests are performed on the returned samples, the defective impacted devices weren't returned for investigation. Based on the quality investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. Regarding the defect holding issue between cap and hub, for better use, during removing, the user is recommended to unscrew without cartridge inside syringe. This kind of incident occurred since there was the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. The identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. So misuse can be excluded from the root cause. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints, the manufacturer will make a modification of the process - a change in polypropylene resin - which should address the small change back to the way it was previously. No quality defect (product design performance within specifications). Root cause : change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. CAPA : change in propylene resin which should adress the small change back to the way it was before. Amendment/corrected data: the MDR adverse event coding has been updated following cases review during safety reports authoring.

Event description:
Spontaneous report, from ca local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial non-serious case report was received on 27-jul-2022 from dentist via local pv office to dealer by email. Follow-up #1 was received on 29-jul-2022 with additional information from the dentist. Follow-up #2 was received on 11-aug-2022 with additional information from the dealer. Follow-up #3 was received on 12-aug-2022 with additional information from the dealer. Follow-up #4 was received on 29-nov-2022 from the quality department. Follow-up #5 was received on 16-dec-2022 from the quality department. All information's were processed together. This case described accidental needle stick with suspected device henry schein disposable dental needles 30ga x-short in a female dental assistant in her 20s with unspecified medical history. It was reported that while attempting to remove the needle from the syringe after the filling procedure in a 30-year-old female patient (with no known allergies and no relevant past medical history), the dental assistant suffered a needlestick injury from the needle contaminated with blood. The cap on the needle no longer firmly latches onto the needle and the caps pops off causing accidental uncapping of the needle and thereby needle stick injury. The dentist reported that there's very poor retention once the cap is put on the needle, so the cap does not engage tightly with the neck of the needle anymore and when it comes time to unscrewing the needle, the cap comes off when the needle is still on the syringe. It was reported that the needle was not bent before injection it was reported that the dental assistant went to the hospital for bloodwork and all test results came back negative. Information on the batch: #f10653aa, expiry date: 31-jul-2026. At the time of this report, the patient's outcome was recovered. She was fine and came back to work on the same day after visiting the hospital. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick and exposure to contaminated device". *************************************************** fup #1: received additional information regarding patient details, description of event and patient outcome fup #2: received additional information regarding description of event and medical history of the patient being treated with la. Fup #3: received additional information regarding tests. Fup #4: received interim qir from the quality department. Fup #5: received final qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick. It appears that the dental assistant got stuck when unscrewing the needle and cap came off. There was no information on the way she had performed the recapping procedure . However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause seems to be the use error of the operator. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Manufacturer narrative:
The follow-up 1 report was initially submitted on 19-aug-2022, however correction required in the type of report from "periodic" to :30 day" report and "summary report box" was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program), hence re-reporting the report with corrections as follow-up #2.

Event description:
Spontaneous report, from ca. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial non-serious case report was received on 27-jul-2022 from dentist via local pv office to dealer by email. Follow-up #1 was received on 29-jul-2022 with additional information from the dentist. Follow-up #2 was received on 11-aug-2022 with additional information from the dealer. Follow-up #3 was received on 12-aug-2022 with additional information from the dealer. All information's were processed together. This case described accidental needle stick with suspected device henry schein disposable dental needles 30ga x-short in a female dental assistant in her 20s with unspecified medical history. It was reported that while attempting to remove the needle from the syringe after the filling procedure in a 30-year-old female patient (with no known allergies and no relevant past medical history), the dental assistant suffered a needlestick injury from the needle contaminated with blood. The cap on the needle no longer firmly latches onto the needle and the caps pops off causing accidental uncapping of the needle and thereby needle stick injury. The dentist reported that there's very poor retention once the cap is put on the needle, so the cap does not engage tightly with the neck of the needle anymore and when it comes time to unscrewing the needle, the cap comes off when the needle is still on the syringe. It was reported that the needle was not bent before injection it was reported that the dental assistant went to the hospital for bloodwork and all test results came back negative. Information on the batch: #f10653aa, expiry date: 31-jul-2026. At the time of this report, the patient's outcome was recovered. She was fine and came back to work on the same day after visiting the hospital. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick and exposure to contaminated device". Fup #1: received additional information regarding patient details, description of event and patient outcome fup #2: received additional information regarding description of event and medical history of the patient being treated with la. Fup #3: received additional information regarding tests. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental needle stick. It appears that the dental assistant got stuck when unscrewing the needle and cap came off. There was no information on the way she had performed the recapping procedure . However, a detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, the main root cause seems to be the use error of the operator. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.